Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on april 11, 2018 with unknown blood glucose levels at the time of the incident. The customer was at 280 mg/dl at the time of the call. The customer experienced symptoms such as unresponsiveness and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer was getting keypad issues. Troubleshooting was not completed. The customer was hospitalized also due to pneumonia. The customer was having issues rewinding the pump and completing a set change as they had not been trained on the pump. The customer also had a high of 181 mg/dl which they treated for with a bolus. The insulin pump will not be returned for analysis.